Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard did not allow typing in the user ID field, resulting in a sign-in issue. Only users using barcodes were able to log in to the station. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard did not allow typing in the user identifier field, and users who attempted to type their user identifier were unable to log in due to the keyboard not accepting input. A technical support specialist (tss) reviewed the enterprise station running enterprise software version 1.7.4, verified the recent system restart, and contacted the customer. The pharmacy technician confirmed that the keyboard issue had been resolved and that the station was functioning properly, after which the customer requested closure of the case. The system functioned as intended after the technical support specialist inspected the issue.